Manufacturer narrative:
Not explanted.

Event description:
A perceval pvs21 was implanted on (B)(6) 2012. At discharge, the valve was functioning well with no central or paravalvular leak and a mean gradient of 27 mmhg. In (B)(6) 2013, non-structural dysfunction with intra-prosthetic regurgitation 1+ was reported. At follow-up in (B)(6) 2016, central leak 2+ was reported with a mean gradient of 27 mmhg.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device remains implanted, no further investigation is possible. According to the information provided by the site, the patient is asymptomatic and there are no plans for reintervention. As such, no adverse patient impact or device dysfunction has been identified.

Event description:
A perceval pvs21 was implanted on (B)(6) 2012. At discharge, the valve was functioning well with no central or paravalvular leak and a mean gradient of 27 mmhg. In (B)(6) 2013, non-structural dysfunction with intra-prosthetic regurgitation 1+ was reported. At follow-up in (B)(6) 2016, central leak 2+ was reported with a mean gradient of 27 mmhg. The site indicated that the patient is not symptomatic and there are no plans for reintervention.